Event description:
Reported that post coronary drug eluting stenting treatment procedure a thrombosis and death occurred. "The pt expired after an hour because of acute thrombosis." In the opinion of the physician the event is not related to the device.